Event description:
Per the audiologist's report, this patient turned on a light switch, which shorted, sparked a fire and "electrocuted" the patient. The patient was not wearing her external equipment at the time. She was taken to the emergency room at a hospital and was fine medically. The next morning, the patient put on her external equipment and was unable to hear. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to specifications. No surgery date has been reported at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).